Event description:
I've gotten ill by my breast implants. After I got them in 2007, I slowly got symptoms of illness. I brushed it off since I was 100% healthy and issues weren't severe or interrupted my life. But as years passed, I find myself more and more ill. I'm not living. Constant pain and agony. Husband struggles to support us and the kids, since I'm always ill. Sharp pains through breast and chest. Waking up everyday with muscle, joint and body aches. Neck and shoulders in constant stiffness and pain. Chest heavy, hard to breathe. Can't work or study due to physical pain and exhaustion, and mental fatigue and fog. Can't workout anymore due to the low immune system. Getting pre flu symptoms after even the smallest workout. Can't do yoga anymore due to the chest movements are restricted and the pain. And getting flu symptoms after slightest workout. I'm feeling ill and look so. But "nothing" is wrong with me. I've been sick for a long time, but didn't realize it since I was distracted and blamed the symptoms, I did notice on other things.